Manufacturer narrative:
The investigation could not determine the cause of the false reactive anti-hbc result, however; it is likely that cellular debris, due to poor sample preparation, was present in the sample although this could not be confirmed. The patient sample involved produced negative results when repeated on the same 3600 system. The investigation found no indication that the vitros 3600 was not operating as intended.

Event description:
The customer observed a non-repeatable false reactive vitros anti-hbc result on a single patient sample processed on a vitros 3600 immunodiagnostic system. False reactive results may lead to inappropriate physician action. A single false reactive result was reported, and a corrected report was sent to the physician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).